Event description:
Rn-injector reported a pt injected with radiesse dermal filler in the cheeks, has developed persistent redness with a possible cellulitis complication.

Manufacturer narrative:
Rn-injector reported a pt injected in cheeks has developed persistent redness with a possible cellulitis complication below the periorbital ridge and tear troughs. She is being treated with antibiotic cipro. During a f/u it was reported that the pt has since been treated by another physician and her outcome is unk. The use of radiesse dermal filler in the cheeks is an off label use. In closing this complaint, the medical device report decision trees were reviewed and it was decided to file an MDR with the FDA due to the seriousness of the infection which required an antibiotic. We regret the delay in the filing of this report.